Event description:
Customer called to report small splatters of blood and clenz (cleaner) behind the shield of the unicel dxh 800 coulter cellular analysis system, on the air mix temperature control (amtc) module and the barcodes that are on the wall of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed that the probe wipe was leaking. The fse also found that the tubing to the wash collar was being pulled too tightly. The fse replaced the probe wipe, modified the tubing, and verified the service activity per established procedures. The results met published performance specifications. The root cause of the leak is attributed to the tubing to the wash collar being pulled too tightly.

Manufacturer narrative:
(B)(4).